Event description:
It was reported that the user experienced an occlusion alert on an ilet system with an infusion set (contact detach) while attempting to announce a meal; after disconnecting, filling the tubing and cannula, and reconnecting, the meal was successfully announced, but subsequent fingerstick blood glucose values were 346 mg/dl and later 248 mg/dl despite troubleshooting that showed proper tubing priming, correct connections, and a dry, intact infusion site. Symptoms included hyperglycemia and a sensation of forehead heat consistent with flushing. Outcomes included no health consequences or lasting impact. Investigation of this case revealed no device problem found, while the reported issue aligned with lack of effect related to the earlier occlusion; device component details were insufficient to isolate a specific component fault. It was concluded, based on previously established findings for similar reports, that the cause was not established.